Event description:
It was reported that an episode of t-wave oversensing (twos) on the right ventricular (rv) lead was detected as ventricular fibrillation (vf) and was treated with anti-tachycardia pacing (atp), which resolved the situation. The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: defibrillator (ICD), implanted: (B)(6) 2007; product ID 5076-45 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).